Event description:
Boston scientific received information that this patient's device was interrogated prior to elective upgrade procedure. Right ventricular (rv) lead performance testing as follows: r wave of 18.5mv, pace impedance of 738 ohms, shock impedance of 79 ohms and capture of 1.4v @0.5. Daily measurements revealed that the shock impedance had been stable in the 70 to 80's. During procedure the device was detached from the lead and testing was performed via psa with results as follows: 17.9mv, 744 ohms, 1.0v@0.5ms. Leads were then attached to the new device and verified for correct placement. Tug tests were good on the lead connections and the device was placed into the pocket. Testing via device was 16.4mv, 582ohms, 1.2v@0.5ms and shock impedance of >125 ohms. All 3 vectors were checked and all three continued to be >125 ohms. The physician then disconnected the lead from the device and reconnected the leads and measurements were again taken with all resulting in >125 ohms. Boston scientific technical services (ts) were called and they asked to retest with the pacing system analyzer (psa). Psa tests were within normal range. It was then decided that the lead was stable and a new device was opened. The device was placed into the pocket-all lead testing were performed again with in normal limits except for the shock impedance continued to be >125 ohms in all 3 configurations. The leads were disconnected from the new device and reconnected to the original old device to evaluate if any damage had occurred to the lead during the replacement procedure. The shock impedance with the old device was in the 70's.

Event description:
Boston scientific received information that this patient's device was interrogated prior to elective upgrade procedure. Right ventricular (rv) lead performance testing as follows: r wave of 18.5mv, pace impedance of 738 ohms, shock impedance of 79 ohms and capture of 1.4v at 0.5. Daily measurements revealed that the shock impedance had been stable in the 70 to 80's. During procedure the device was detached from the lead and testing was performed via psa with results as follows: 17.9mv, 744 ohms, 1.0v at 0.5ms. Leads were then attached to the new device and verified for correct placement. Tug tests were good on the lead connections and the device was placed into the pocket. Testing via device was 16.4mv, 582ohms, 1.2v at 0.5ms and shock impedance of greater than 125 ohms. All 3 vectors were checked and all three continued to be greater than 125 ohms. The physician then disconnected the lead from the device and reconnected the leads and measurements were again taken with all resulting in greater than 125 ohms. Boston scientific technical services (ts) were called and they asked to retest with the pacing system analyzer (psa). Psa tests were within normal range. It was then decided that the lead was stable and a new device was opened. The device was placed into the pocket-all lead testing were performed again with in normal limits except for the shock impedance continued to be greater than 125 ohms in all 3 configurations. The leads were disconnected from the new device and reconnected to the original old device to evaluate if any damage had occurred to the lead during the replacement procedure. The shock impedance with the old device was in the 70's.

Manufacturer narrative:
The physician then decided to reconnect to the second new device and perform dft's. A 1.1j synchronous shock was done with results of 63 ohms and a 0.2 seconds charge time. A dft was then performed with successful induction with shock on t and successful termination of ventricular fibrillation (vf) with one 26j shock at 4.8 seconds and 48 ohms. Post the induction continuous shock impedence testing under the lead measurements were in the 60 to 90 ohm range in the triad and rv coil to ra coil configurations. The rv coil to can continued to be greater than 125ohms. These results were verbalized to the physician and considering the successful dft and all other lead measurements continued to be in normal range with good fluoroscopy results; the phsyician decided to close the pocket with the second opened device. The originally implanted device and the first device attempted implant will be returned for analysis.

Manufacturer narrative:
The physician then decided to reconnect to the second new device and perform dft's. A 1.1j synchronous shock was done with results of 63 ohms and a 0.2 seconds charge time. A dft was then performed with successful induction with shock on t and successful termination of ventricular fibrillation (vf) with one 26j shock at 4.8 seconds and 48 ohms. Post the induction continuous shock impedence testing under the lead measurements were in the 60 to 90 ohm range in the triad and rv coil to ra coil configurations. The rv coil to can continued to be >125ohms. These results were verbalized to the physician and considering the successful dft and all other lead measurements continued to be in normal range with good fluoroscopy results; the physician decided to close the pocket with the second opened device. The originally implanted device and the first device attempted implant will be returned for analysis.

Manufacturer narrative:
At the first follow up visit the boston scientific field representative called in to report measurements with in normal limits. Lead testing found measured shock impedance in triad was 54 ohms, coil to coil was 78 ohms and coil to can was 71 ohms. No adverse patient effects were reported.